Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A photo of the instrument was submitted for review. Review of the submitted photograph is consistent with the customer report that a cable was loose. A conclusive determination of the cause could not be made without a full investigation of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had loose wire. The procedure was completed with no reported injury.